Manufacturer narrative:
A ge representative evaluated the system and cleaned the collimator parts. System operates as intended. (B) (4).

Event description:
Customer reported the system is displaying a collimator iris error. No pt injury was reported.